Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the customer reported complaint was not confirmed by failure analysis. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. The instrument passed electrical continuity test. As part of investigation, further inspection identified thermal damage at the bipolar grip tips. No damage was observed on the conductor wire. Furthermore, signs of corrosion or contamination were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration and excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was identified with water leaks at the tip. There was no report of patient involvement.